Manufacturer narrative:
In addition to what was initially reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut of unexpectedly with 100% battery life. The pump was connected to a power source and was able to be turned back on. The customer's blood glucose (bg) level was impacted and the customer was subsequently hospitalized. The customer was released from the hospital the following day. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.